Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported that their AED would not power on. However; when tested with a spare battery pack, it did power on, prompted a service code and the screen would not work. They reported that this did not occur during patient use.

Manufacturer narrative:
The device was evaluated and found to have corrosion on an internal circuit board, which prevented the device from powering on. The corrosion was likely caused by storage outside the environmental conditions specified in the device's instructions for use.